Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm was noted. No motor error alarm was noted during bolus delivery. The motor was tested outside of the device and passed. The pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, motor error and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 500+ mg/dl. The customer treated with a shot. The customer stated that she received multiple no delivery alarms from the pump. The customer stated that the alarm was resolved by a complete set change. The customer stated that the motor error occurred when she went to bed. The customer stated that the pump was not exposed to a strong magnetic field or MRI. The customer stated that they were able to rewind. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.